Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A competitors representative reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, corneal opacity and experienced visual disturbance. The patient was treated with anti-inflammatory drugs and the symptoms did not resolve.